Event description:
Zero-p implant was scheduled for removal on (B)(6)2010. No add'l info has been provided regarding details of the event.

Manufacturer narrative:
Add'l info has been requested. Removal of device was scheduled for (B)(4)2010. To date, no add'l available to confirm device removal. Add'l info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.